Manufacturer narrative:
(B)(4). Retainer ring=black, customer complained on 08/12/2021 pump is cracked on battery compartment. Blank display due to severely corroded battery tube. Verified cause of blank display using a pump test case. Cleaned battery tube with alcohol and no effect. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.